Manufacturer narrative:
Only the speedband handle assembly and trip wire device was returned for analysis. The ligator head and ligation bands were not returned. The trip wire was secured in the handle slot and the proximal loop had been cut off and not returned. The trip wire was bent in several places and was only wrapped 1/2 the revolution around the spool. A functional evaluation of the handle was performed by turning the handle knob 180 degrees and an audible click was heard, no issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool. This would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands. However, it cannot be confirmed that the trip wire was not secured properly during use. During typical use the trip wire would be wrapped multiple times around the spool as the device was functioned. Additionally the ligating head and bands were not returned for evaluation, therefore the most probable root cause could not be determined. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation on may 20, 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2015 that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported issue of bands failed to deploy. The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.